Manufacturer narrative:
The instrument issue was resolved and instrument performance was verified after the field service engineer cleaned the flowcell. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (ca) results on three patient samples. Customer stated that the results were not reported outside the laboratory; therefore, patient treatment was not affected. Customer also stated that no one was harmed by the instrument issue. Customer repeated the samples on an alternate (back-up) instrument in the laboratory, the results of which were reported. Customer also stated that when the samples were repeated on the original instrument, the results were either the same or comparable to the results from the alternate instrument. The field service engineer (fse) inspected the instrument and cleaned the flowcell, which resolved the instrument issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.